Event description:
It was reported via repair work order that the bed had no motor function and the headend lift was stuck in an elevated position due to a short in the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.